Event description:
Allegedly the patient was revised due to mom complications. The cup had potentially shifted. (Left). The head and neck were explanted and cup also (cut off). The head and neck came out easily. The cup came out with cup cutters. Cultures taken.